Event description:
The customer reported a button error alarm. The blood glucose reading was not known. The customer stated that she removed the battery from the unit and is still having the issue. Prior to the event, the device may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.